Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The power controller board and the carrier board were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The distributor reported that, following repair of the unit and subsequent testing, the unit shut down. There was no report of patient involvement.